Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with a false tachycardia episode. Upon review, it was revealed that the patient's implantable cardiac monitor was double counting wide qrs complexes. Programming changes were discussed but not performed.